Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that after upgrading this system to 1.2 and os 1.0.5, the rep was unable to establish communication with other systems on the dicom transfer screen. At first, he troubleshot the navigation system's ps to the navigation system's premium communication. He was attempting to set up a wired navigation system ps connection to a wireless navigation system premium connection. He ensured both instances of the navigation system premium wired and wireless credentials into the dicom transfer page on the navigation system ps, and added the navigation system's ps wired credentials to the navigation system premium. Prior to the 1.2 upgrade, all communication was green. After the upgrade, the ping was yellow and pacs port were red. Technical services came onto the call and ensured the networking was set up properly. It was noticed that the wifi was shut off after upgrading in admin, turning it on did not resolve issue. Confirmed this with the syst em in the lab. He then rp'd into the navigation system premium and began to troubleshoot in the terminal. Technical services was unable to ping the ps ip address but was able to ping the gateway and pacs. He then ran a traceroute to the ps and to pacs, the traceroute to pacs was able to reach the end point, however, the traceroute to the ps broke at leaving the firewall. The rep then went back into the system and deleted all the connections and put them all back in and was able to establish communication. This only worked on this system and not the ps and other navigation system's. No patient was present.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. It was found that the battery light still shows up when plugged in but the ups still works. The ups also says battery dead but still works when unplugged. System checkout passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: it was later reported that the issue had not recurred following the troubleshooting on the navigation system. A software analysis was initiated to determine a probable cause of the anomaly. It was reported that, based on the information provided, there was no indication that an anomaly of the software had occurred and the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.